Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of pain over the lvad site and infection as well as a direct correlation with the device could not be determined through this evaluation. It was reported that on (B)(6) 2018, the patient presented with two days of pain and warmth over the lvad site as well as subjective fever. The patient reportedly stated that he spoke with his cardiologist, who recommended to take tylenol and to go to the emergency department if the pain persisted. He denied any shortness of breath, chest pain, or abdominal pain. The patient was reportedly admitted to the hospital and treated with parenteral antibiotics. The major infection event reportedly resolved on (B)(6) 2018. Following this event, the patient remained ongoing on (B)(6) until he ultimately underwent a heart transplant on (B)(6) 2019. The device was returned, evaluated, and reported under MFR # 2916596-2019-03729. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented to the hospital on (B)(6) 2019 with complaints of nausea, vomiting and diarrhea for the past 2 days. During admission, atypical atrial flutter with rvr was observed. The site reported it was likely in the setting of sepsis. The event was reported to be resolved. The patient was discharged on aspirin. No further information was reported.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
The patient's previous infection and sepsis was reported in MFR. Report #2916596-2020-00441. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to a complaints of pain with warmth over the lvad site. The patient was treated with parenteral antibiotics. The patient has a history of pseudomonal drive line infection that led to septic shock paroxysmal atrial fibrillation. The patient denied shortness of breath and chest pain. No further information was reported.